Manufacturer narrative:
Device passed self test, keypad voltage test, and displacement test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that buttons were starting to act the center and down arrow. The down arrow had to fiddle with and rotate to get to down. Customer stated that insulin pump was neither drop or bumped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.